Event description:
This is filed to report loss of column during preparation. It was reported that on (B)(6) 2022, a steerable guide catheter (sgc) experienced a loss of fluid column during preparation. A replacement sgc was used to complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported steerable guide catheter (sgc) leak (loss of fluid column) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported leak in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.